Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the report of the battery not holding charge was confirmed as a results of an electrical failure. There was no reported patient involvement. This device is used for therapeutic purposes.

Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
This reported event of faulty component and subsequent repairs were investigated through the service repair process. The battery was replaced. The proximate cause of the report of the battery not holding charge was confirmed as a results of an electrical failure.

Manufacturer narrative:
This reported event of faulty component and subsequent repairs were investigated through the service repair process. The battery was replaced. The proximate cause of the report of the battery not holding charge was confirmed as a results of an electrical failure.

Event description:
It was reported that device broke (broken damaged).